Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion area was located in the moderately tortuous and moderately calcified artery. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty in a shunt occlusion. During procedure, at second inflation, it was noted that the balloon ruptured at 6 atm for 10 seconds. However, it was further reported that all components were completely and simply removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications reported and patient was good post procedure.